Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was displaying a message of ¿serial number invalid¿ during device interrogation. Device was re-interrogated several times but it displayed the same message again with ¿continue¿ option. The device was interrogated successfully after selecting the ¿continue¿ option. The patient was fine.